Event description:
Descemets detachment occurred during itrack advance procedure. The surgeon repaired the descemets detachment by injecting an air bubble into the anterior chamber to help press the membrane back against the cornea.